Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in an artificial arteriovenous fistula in left upper limb. A 7.0 x40, 75cm gladiator elite balloon catheter was advanced over a guidewire for dilatation. However, during the initial inflation at below rated burst pressure at 20 kpa (kilopascal) for 40 seconds, it was found that the pressure decreased and the balloon burst. Upon removal, a longitudinal balloon rupture was found. The procedure was completed with another of same device. There were no complications reported and the patient status post-procedure was stable.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied, the balloon was inflated to its rate of burst pressure of 20 atmospheres for 30 seconds using digital timer: g24610 and deionized water, without issue. A vacuum was then applied. The inflation device was verified at 20 atmospheres, before and after use with calibrated pressure gauge g19252. This inflation to rate of burst pressure of 20 atmospheres was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. As per gladiator specification the rated burst pressure for this device is 20 atmospheres. No issues were noted with the tip section of the device. A visual examination found no issue with the markerbands. A visual and tactile examination found no kinks or damage to the shaft of the device. This concludes the product analysis.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in an artificial arteriovenous fistula in left upper limb. A 7.0 x40, 75cm gladiator elite balloon catheter was advanced over a guidewire for dilatation. However, during the initial inflation at below rated burst pressure at 20 kpa (kilopascal) for 40 seconds, it was found that the pressure decreased and the balloon burst. Upon removal, a longitudinal balloon rupture was found. The procedure was completed with another of same device. There were no complications reported and the patient status post-procedure was stable.